Event description:
It was reported that during a patellar ligament repair, the osteoraptor anchor pulled out after implanted. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found labelling that confirmed the product identification information. The anchor is intact and the sutures are still passing through the anchor window. There is no debris seen on the anchor or sutures. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor and sutures have been deployed, there is debris on the anchor and sutures. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a patellar ligament repair, the osteoraptor anchor pulled out after implanted. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.